Event description:
It was reported that atrial lead was replaced due to an unknown lead anomaly. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.